Manufacturer narrative:
H3, h6: the tap nav2006 solera awltiptap 06.5mm (ca17e015) was returned for analysis. Analysis found that visual and optical inspection did not reveal any damage to the tip of the tap. The back end of the driver had some witness marks and galling near the bushing which was not allowing the navlock to spin freely when connected. It was noted that the damage was consistent with the tap bending under load when in use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used with a spinal instrument during a spinal procedure. It was reported that the awl tip tap was damaged. The instrument was not spinning with the powerease, but other instruments were working without issue. There was some etching on the end of the instrument. The procedure was continued with using a non-navigated tap. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome. Additional information was received stating that the cause to the damage was unknown. The problem was with the orange stealth navigated sleeve for the awl tip tap. It seized and would not rotate around the tap so as you turned that tap the markers would rotate 360°. The scrub had to hammer it off the tap.